Manufacturer narrative:
Device has not been received for evaluation at this time.

Event description:
Informed by vascular theatre, when the balloon on the embolectomy catheter was inflated, it would not come down.